Event description:
Per the patient, the physician removed the pump, but ¿left the leads in her body which caused an infection in her stomach and then a heart attack¿. The patient did not mention any complaints or complications with the pump. As of the date of this report, the patient was ¿no longer in pain because she had been healed¿. The dates of the events and interventions were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l36578, implanted: (B)(6) 1996, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient. It was reported that the patient reported they were assured that the procedure would be a same day surgery and that the patient did not need to store their own blood. The physician only removed the pain pump. The patient had to have "blood patches" before when they had epidurals in the spine. The patient reported they could have done that and took the tubes out. The patient was told since that the tubes were left in clogged and "drained in my stomach." Then the sepsis infection caused the heart attack that damaged the heart muscle. It was over three month "as best" as the patient could remember before the infection was gone. The patient was told they may have to find a "reliable" surgeon to remove them, "even if this infection clears up, as long as they are inside, could cause infections in future." The patient did not know what would happen them with the catheter and mesh pouch still in their body. The physician never returned to the hospital to check on the patient. The other three doctors, removed sutures and took care of the patient. The patient question if the manufacturer knew of any problems they could cause if they weren't removed. It was noted that the patient did have pain on their right side at times but did not know what caused it nor did the doctors.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) indicated the event occurred before 2008 and the patient was released in 2008. The patient reported that shortly after surgery the patient requested the mesh bag, tubes, and pump be removed. The patient discussed this for a while with her hcp. The patient asked her hcp if she should store her blood and was told, "no". The patient was assured all could be done "same day surgery." The pump lasted 8 years. The patient's friend or family member was told the mesh bag could not be removed with the pump because of "too much blood loss." The catheter could not be removed because of "too much loss of spinal fluid and blood also." They were clogged and nothing was getting through for a while. Seventeen hours after release the patient had the heart attack and heart muscle damage. Per the patient, according to three doctors, the tubes rained in the patient's stomach and set up a sepsis infection. The patient had home nursing and 2 "iu's" daily for a period of time. The patient was given oral medication for infection. In (B)(6) the patient was told as long as the tubes were draining, infection would remain and a "reputal" doctor was to be found to remove them. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
A correction was made. The statement, ¿¿the tubes rained in the patient¿s stomach and set up a sepsis infection¿ should have read, ¿the tubes remained in the patient¿s stomach and set up a sepsis infection.¿ (B)(4).